Event description:
The customer reported to baxter an interlink system continu-flo solution set with 0.22 micron filter in which a backflow occurred. According to the report, the backflow occurred into the primary line (2c6571) after hanging an interlink system vented secondary medication set (2c7452) used as a secondary line for an infusion of venofer. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One sample was returned for evaluation of the customer reported issue. The customer reported issue was not confirmed, therefore no assignable cause could be determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be performed as the lot number is unknown. If additional information become available, a follow up report will be submitted.